Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received regarding a 7" (18 cm) appx 0.69 ml, ext set with microclave, clamp, rotating luer, alleging that the clear plastic luer lock that connects to the intravenous (IV) tubing to lock in place was breaking apart, will not stay connected, causing the contrast to leak out on occasion. The luer locks break apart and are from the same lot number. There was no reported patient harm.